Event description:
It was reported that the atrial lead had high impedance and was exhibiting noise, and a lead fracture was suspected. During the replacement procedure, the patient had an "extraction bleed" which occurred after the removal of an abandoned right ventricular (rv) lead. The physician noted that "the laser and extraction sheath had obviously carved out a hole in the segment of the innominate subclavian vein." Due to the bleed, the physician performed a sternotomy, evacuated the blood through a chest tube, sutured the innominate subclavian vein, and transfused the patient with blood. Additionally, it was noted that the retraction mechanism of the rv lead and atrial lead "did not work." The atrial lead and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the distal conductor was distorted, the defibrillator conductor was distorted, all conductors had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking (esc), the outer tubing had a non-electrical esc breach, the outer insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, and the lead was received with the steroid ring missing and it cannot be determined when this occurred. The analyst also noted that the anchoring sleeve fixation site could not be determined. (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was blood in. On the helix mechanism.